Event description:
I started having issues with wide spread pain, headaches, vision, memory loss, digestive issues, sleeping problems, mood swings, period issues, and the list goes on and on. My breast implants are the reason as there are no other answers. Since I have had my implants, my health has been in decline mode. These implants have ruined my life. Weight gain, body aches, brain fog, extreme fatigue, numbness and tingling in right arm, loss of sex drive, plus more I'm sure I can't think of at this time.